Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the ins was turning off on its own, with the first occurrence being (B)(6) 2019. At first occurrence the patient went to emergency department, the settings, battery status, and impedances were checked with the clinician programmer. This showed the ins was off, so the ins was turned on and symptoms directly improved. Impedance and battery status were okay. The health care provider (hcp) reported on (B)(6) 2019 that the ins had failed twice (in total 4 times) over the weekend ((B)(6) 2019). The patient was at home all four times the ins failed and was not in the vicinity of electrical equipment. The patient had no pacemaker or other electronic implant. There was construction work near the patient's home for two weeks, but the ins also failed late at night and during the weekend when there was no work. Impedances were within normal range and the ins was okay and at 2.89 v. After the second and third occurrences, there were impedance checks and information obtained from patient to see how they worked the programmer. Device data was sent to the manufacturer. There were no abnormal findings in the data report. The data report suggested the patient was accidentally turning the ins on/off, and it showed the ins being manually turned on/off many times (B)(6) 2019. The off times were very short, and there were multiple off/on entries after one another. There were no traces of power-on-reset (por). Per the physician, the first two occurrences of the ins turning off happened when the programmer was lying at the patient's family member's home, and during investigation in the hospital, the patient could handle the programmer well. The root cause of the problem was not found, and the patient had a lot of difficulties: an emotional burden, afraid to leave the house, increase of symptoms, and severely limited in life. The physician decided to replace the ins. No further patient complications were reported.